Manufacturer narrative:
G4:23nov2020, b4:24nov2020 . The fse replaced the power management pcba to resolve the reported issue. The device passed all testing and returned to full functionality. The device was being used for treatment when the reported event occurred. The determination could be made that the device failed to meet specifications. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device shut down while in use on a patient. The device was in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer (biomed) advised that multiple error codes were in the significant event logs. The rse advised the biomed to swap out the pm pcba to confirm. The customer swapped out the pm pcba and confirmed the issue was resolved. The customer then requested onsite assistance from a philips field service engineer (fse) for pm pcba replacement.